Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, after inserting the sheath into the veins and pulling out the guidewire and the dilator, it was noted that air continued to enter from the flash port. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.